Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 26.4 hardware: iphone15.4 cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site (abdomen) after wearing the device for approximately over 24 hours. The site became painful and was described as ¿hot to touch,¿ prompting removal of the pod. The patient also experienced fever and reported that the affected area had spread by the following morning. The patient reported going to their doctor for a medical visit on (B)(6) 2026, and was diagnosed with cellulitis. The patient was treated with antibiotics. The visit lasted approximately 1 hour.